Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had rejected new batteries, had motor and button errors and had received random a code errors. The customer's blood glucose level was unknown. The insulin pump wil not be returned for analysis.